Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an issue of service required message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During evaluation, the pcb burnt, unit failed the test, it does not have pollen filter, ui bezel plus burnt, iso port kit and plus contaminated were observed. The customer complaint was reproduced. There are multiple errors has been identified. The device was scrapped.